Manufacturer narrative:
Inspection of the returned device identified there was no damage to the top or bottom jaws. The self-capture feature was broken off and the spring has been deformed. There were no burrs on the ends of the torsion spring. The device met print specifications. The condition of the returned device prevents any additional root-cause analysis. The trap door was likely open for it to catch on the cannula. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a procedure, it was reported that the jaw broke as it was descending into the cannula. The trap broke off from the jaw; no other damage to the device. It was confirmed that no debris fell into patient. There was no backup device was available, a competitor's device was used to complete the procedure. There was no reported delay in the procedure. The patient was reported to be fine post operatively.